Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. The analyst noted that the helix did not pop out, helix function performed within specification.

Event description:
It was reported that during the implant procedure after the third attempt the lead's helix did not come out of the tip smoothly - jumped. Prior to this happening all the lead's measurements were with very high impedance and high threshold. The lead was removed and a new lead was used instead. No patient complications have been reported as a result of this event.